Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had disconnected from the luer lock and not from the site. The customer stated that it took a while to see drops at the end of the tubing during the load process but saw drops after. The customer's blood glucose level at the highest was 501mg/dl. The customer had given a correction bolus. During follow up with tandem technical support, the customer reported their blood glucose level was 191 mg/dl.